Manufacturer narrative:
Additional device product codes: erl, hbe. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a reduction of multiple facial fractures procedure on (B)(6) 2021, the drill bit broke. A fragment remained in the patient's bone. The procedure was completed with no surgical delay. No further information provided. This report is for one (1) 1.1mm drill bit/mini qc with 12mm stop/44.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.010.103, lot 97p4429: manufacturing site: bettlach. Release to warehouse date: may 12, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided image. The image was reviewed, and the complaint condition is confirmed. The drill bit appears to have had its tip broken. As there are no photos or x-ray images of the patient's bone, it cannot be confirmed that there is an embedded device. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d1, d2, d4, g1: physical manufacturer, g4.